Manufacturer narrative:
(B)(4). Abbott vascular confirmed the reported issue related to sheath splitting. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Abbott vascular implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring approximately one month ago). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017 [medwatch #2024168-2017-00941].

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous coronary intervention. Reportedly, the starclose se sheath did not completely split. Hemostasis was achieved with manual arterial compression and a femostop. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.